Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft twist could not be confirmed through this evaluation as no images depicting the obstruction were provided and no product is available for evaluation. Review of the submitted log files confirmed transient low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported hypertension and hypovolemia could not be conclusively established through this evaluation. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2023 and (B)(6) 2023. Of note, elevated pulsatility index (pi) values were captured during some of the low flow events. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists hypertension as an adverse event which may be associated with the use of heartmate 3 lvas and provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. In addition, this section includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6, ¿patient care and management,¿ lists hypovolemia as a potential late postimplant complication and states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The current heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 2.0 lpm low flow alarm guide for patients and caregivers and for clinicians both address various system controller alarms as well as how to respond to each of them. He relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an outflow graft twist and low flow alarms. The log files captured a low flow event on (B)(6) 2023. There was no long term plan but as of 10jan2023 action was awaiting review from the doctor of medicine and surgery team. The patient was stable and recovered their ejection fraction. On (B)(6) 2023, the patient was hypertensive and dry and was provided fluids. The patient was stable and was expected to be sent home that day. As of (B)(6) 2023, the patient's outflow graft was stented with improvement in patient pump parameters. The patient was somewhat non-compliant and the pump was still having low flow alarms and as a result the patient had a low flow software upgrade performed on both the primary and backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outflow graft twist and low flow alarms. The log files captured a low flow event on (B)(6) 2023. There was no long term plan but as of (B)(6) 2023 action was awaiting review from the doctor of medicine and surgery team. The patient was stable and recovered their ejection fraction.